Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that their insulin pump was not turning on. The customer's blood glucose level was unknown at the time of the incident. Customer reported not being able to turn the insulin pump on when they got it. Customer stated display was blank at the time of the call. Customer reported the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment and/or spring were neither damaged nor corroded. It was reported that display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).